Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient changed her sensor around 1:00pm. Then, the patient ¿did not do a bolus in the evening¿, ¿did not enter her carbohydrates¿ in the system, ¿did not do a manual or pen bolus¿ and ¿did not eat anything¿. The patient went to bed with a bg of 68 mg/dl. The patient was found in a diabetic coma at 2:00am on (B)(6) 2025. The patient's blood glucose levels reached 37 mg/dl. At the hospital the sensor was removed and replaced and automated delivery was resumed at 10:30 am and was switched to manual mode in the afternoon. There was no information about the treatment administered. The patient was discharged after at least 12 hours. The patient reported that there was no alert from the dexcom device for hypoglycemia and on the dexcom the graphs were not hypoglycemia as severe. Although no alerts were reported on the dexcom device, the cgm display was also not reported by the patient during the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.